Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During reaming and impaction we were having some unusual girations of the robotic arm. It was moving unusually spuratic. Need fse to take a look at any mechanical issues. No surgical delay. Case type / application: tha.

Manufacturer narrative:
Reported event: during reaming and impaction we were having some unusual girations of the robotic arm. It was moving unsually spuratic. Need fse to take a look at any mechanical issues. No surgical delay. Product inspection: emailed attached specifies that this is a case that the mps never called into the hotline for a case to be create. If there¿s no case created, no fse will troubleshoot. Product inspection could not be performed as the product was not made available for evaluation within 60 days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the product becomes available for inspection. Product history review: a review of device history records shows that on 02/02/2020, 01 device was manufactured. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in trackwise related to (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.

Event description:
During reaming and impaction we were having some unusual girations of the robotic arm. It was moving unsually spuratic. Need fse to take a look at any mechanical issues. No surgical delay. Case type / application: tha.